Manufacturer narrative:
A field service engineer (fse) was dispatched on-site (B)(4) 2011 and discovered that the aspirate probe tubing had fallen off the lower waste connection. This was allowing liquid waste to flow into the bulk waste container instead of the liquid waste container. Fse replaced the tubing and inspected for blockages and no issues were noted. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that liquid waste was leaking into the solid waste container of the unicel dxi 600 access immunoassay system. Per customer, it was about one to one and a half cup of liquid. There was no report of injury or user exposure to the liquid.